Event description:
Health professional reported "swelling, pain and bruising" noticed one day after injection and "pustular vesicular eruptions" noticed three days after injection with juvederm ultra xc in the nasolabial folds and glabella. Oral antibiotics were prescribed to prevent worsening of the symptoms that may lead to permanent damage.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2011. Device eval: batch number h24l691344 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these preactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as confirming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.